Event description:
It was reported patient's ipg became inoperable. Patient underwent surgical intervention on (B)(6) 2024 during which the ipg was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.